Manufacturer narrative:
The customer contacted a siemens customer care center and stated that clot errors occurred during a quality control (qc) run. While troubleshooting this issue, the customer observed that the immulite 2000 xpi instrument's water bottle was empty even though the instrument displayed that the water bottle was full. With siemens remote assistance, the customer reset the load scale for the deionized water bottle. The customer performed a lookback and determined that discordant results were obtained on patient samples during this time. The customer indicated that qc recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the water bottle load scale and requested for the customer to run qc. Siemens further investigated the issue and determined the water bottle load scale malfunction contributed to the water status inaccurate display. The lack of water in the system potentially contributed to the (B)(6) results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
(B)(6) antibodies ((B)(6)) results were obtained on two patient samples on an immulite 2000 xpi instrument. The initial results were reported to the physician (s). The samples were repeated on an alternate immulite 2000 instrument. The repeat results were (B)(6) and were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) patient results.